Manufacturer narrative:
Failure analysis (fa) lab received a vela main pcba. The vela main pcba was installed in to a known good unit. The unit was powered in operating mode for testing. The customers issue of ¿xdcr fault¿ was unable to be duplicated. Performed transducer calibrations and all xdcrs passed calibration. The vela main pcba was scrapped.

Manufacturer narrative:
(B)(4). The carefusion field service technician replaced the main pcb to fix the reported issue. Performed ventilator testing and allowed ventilator to operate overnight to ensure proper operation.

Event description:
The customer reported that while in patient use the ventilator alarmed transducer fault. The patient was removed from the ventilator and placed on another ventilator, no patient harm.